Event description:
The customer reported "current pump charging port is broken and bent so it is hard to plug". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.